Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complications cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A system log review was not performed since there is insufficient or unconfirmed product/event information. This complaint is considered a reportable event due to the following conclusion: after undergoing a da vinci-assisted gastrectomy surgical procedure, the patient experienced a staple line infection and developed a hematoma. As a result, the patient was treated with antibiotics. The cause of the post-operative complications are unknown.

Event description:
It was reported that few weeks after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a staple line infection and developed a hematoma. The patient was found to have a small hole based on a CT scan. The patient was treated with antibiotics. A secondary procedure was not required. The events leading up to a CT scan being performed and the cause of the post-operative complications are unknown. Isi made multiple follow-up attempts to contact the surgeon to obtain additional information. However, no further details have been received as of the date of this report.